Event description:
Pt had a serious road traffic accident in 1996, had bruised ribs with back pain that was later diagnosed as fibromyalgia. Pt consulted an orthopedic surgeon in 2000. Degenerative disc (l5s1) was suspected. Pt was referred and operated upon in 2000. Since then pt had lost weight. Pt has had diarrhea, bloody stool along the way, and was given flagyl. Clostridium difficile was cultured. The pain, however, persisted and pt had another surgery where rods and screws were implanted. Pt is disabled and is now on spinal cord stimulator.